Event description:
(B)(6) trial. It was reported that this patient experienced complete heart block. The patient was enrolled in the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. On the day of the procedure, the patient received loading doses of 325mg aspirin and 300mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, an electrocardiogram revealed the patient had complete heart block with possible left atrial enlargement, left ventricular hypertrophy and nonspecific st abnormality. A temporary pacemaker was placed initially to treat the event. Post temporary pacemaker implantation the patient was monitored without av block, but after removing the temporary pacemaker, the patient was again noted to have complete heart block. Electrophysiology recommended a permanent pacemaker implantation, so one day post index procedure, a dual chamber permanent pacemaker was implanted. Two days after the index procedure, the patient was discharged on aspirin and the event was considered to be resolving.